Event description:
A malfunction on the pump was reported after it was dropped on the bed while changing the cartridge. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code occurs again.